Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report. Neurological event, arrhythmia and hypotension may occur during this type of procedure, as stated in the instructions for use. The neurological event, arrhythmia and hypotension are known potential adverse effects associated with the use of the device. The reported hospitalization was in response to the observed pt effects. In addition, no device malfunction was reported. Info available in the case description is not sufficient to determine relation between the event and the abbott vascular device quality.

Event description:
Device malfunction: none. Symptoms/ae: hypotension, stroke, ventricular fibrillation. Time of symptoms/ae: during the procedure. It was reported that immediately following a right coronary artery drug eluting stenting procedure and during a left internal carotid artery (ica) stenting procedure, at the time of the xact stent deployment, the pt experienced profound hypotension, complained of not feeling well, demonstrated right upper extremity weakness, and developed ventricular fibrillation. The pt was defibrillated successfully, intubated for airway protection, administered fluids and medications, and taken for an emergency CT scan of the head which initially reported no hemorrhage or infarct seen. However, two days later the CT scan of the head revealed a stroke. The pt was discharged to home 2008. Though requested, no add'l info was provided. Study event.